Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot wsa returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This report is related to mdrs: 8030665-2013-00526, 8030665-2013-00527, 8030665-2013-00528, 8030665-2013-00529, 8030665-2013-00530, 8030665-2013-00531.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler every night for the past week. Pt was in treatment. Upon removing the tubing set, solution ws found inside the cycler. Ther origin of the leak could not be identified. Pt did not receive any prophylactic antibiotics and has had no adverse effects. A companion sample of the same lot number is available.